Event description:
It was reported that the symptomatic patient presented to the ER for post-paced t-wave oversensing on the device. The patient received inappropriate hv therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.